Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during the day drain. The patient's ultrafiltration reading was 219ml, indicating the patient drained 219ml more than their programmed fill volume. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite electrical tests performed by the pal but failed the rite functional tests due to being unable to program the 30 minute test therapy. Troubleshooting of the device revealed changing the device from standard mode to low fill mode reset the programming values and allowed a 30 minute test therapy to be programmed and performed without further difficulty. Device log review revealed therapy performed 10/16/2010 had an ultrafiltration (uf) of 219 ml (drain vol = 319 ml) during day drain 1. This uf volume was initially suspected to be an increased intraperitoneal volume (iipv); however, further device log review revealed the drain volume did not exceed 130% of the largest prescribed fill volume of 200 ml and therefore did not meet iipv criteria the device passed volumetric accuracy testing. The device failed the temperature verification test for the heater check; however, all temp measurements taken throughout the therapy were within ? 2?c of the comfort control set point. A service history review revealed no previous service events were related to the reported condition. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).